Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual: visual evaluation of the returned sample noted one opened (without original packaging), a 3-way catheter with cut portion of inlet tubing and a straight tipped syringe. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using the returned syringe and the catheter rested with no leaks noted. The balloon passively deflated in under 2 minutes with no cuffing or leaks noted. This is within specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. As the reported event is unconfirmed neither a risk review nor labeling review is required. A device history record review was not required as the investigation was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that 8 cc of sterile water was drained, but the remaining 2 cc was not drained from the foley catheter during the pretest. The same phenomenon occurred when the test was repeated again. After leaving it for a while, the remaining 2 cc of sterile water came out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 8 cc of sterile water was drained, but the remaining 2 cc was not drained from the foley catheter during the pretest. The same phenomenon occurred when the test was repeated again. After leaving it for a while, the remaining 2 cc of sterile water came out.